Event description:
Patient reported that on (B)(6) 2013 she detected insulin in the cartridge compartment of the infusion device. Patient stated she changed the cartridge, infusion set, adapter, and battery cover with no success. Patient reported that several times during the weekend she changed the system and detected continued dampness in the cartridge compartment. Patient stated she experienced elevated blood glucose level up to 463 mg/dl on (B)(6) 2013 at 3:50 am. Patient reported she changed the accessories and administered 4 units of insulin via the infusion device. Patient stated at 7:22 am her blood glucose level was 238 mg/dl and she administered 1 unit of insulin via the infusion device. Patient reported her blood glucose level at 9:30 am was 288 mg/dl. Patient's normal blood glucose range was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge, infusion device, and accessories for evaluation.

Manufacturer narrative:
Conclusion: the complaint describing a leakage cannot be verified. Cartridge meets the specification. Result cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. No lot number is known therefore, no retain sample could be investigated. Infusion set: the returned transfer set was visually inspected and tested for flow and tightness. Leakage testing was within specifications. Further finding was an occlusion with insulin behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. Adapter: the adapter passed the optical inspection. Pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.